Event description:
A customer called to report that she splashed surepath preservative fluid in her eye. The vial of preservative fluid did contain a pap smear sample. She sought medical attention at an emergency room where she was treated for the injury.

Manufacturer narrative:
The investigation involving this incident is currently on-going. According to the info received from the customer, there was no device malfunction. However, the nurse was exposed to a pt's pap sample. The nurse did seek medical attention at an emergency room. The nurse has not reported additional symptoms. The decision to file was based on exposure of a mucosal surface to the preservative fluid including a pap sample.